Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), perforation ("perforation of organs") and genital haemorrhage ("bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), pelvic pain ("excessive pain"), genital haemorrhage (seriousness criterion medically significant) and pain ("pain"). The patient was treated with surgery (essure implant removal). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, perforation, pelvic pain, genital haemorrhage and pain outcome was unknown. The reporter considered device dislocation, genital haemorrhage, pain, pelvic pain and perforation to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), perforation ("perforation of organs") and genital haemorrhage ("bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("excessive pain") and pain ("pain"). The patient was treated with surgery (essure implant removal). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, perforation, genital haemorrhage, pelvic pain and pain outcome was unknown. The reporter considered device dislocation, genital haemorrhage, pain, pelvic pain and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), perforation ("perforation of organs") and genital haemorrhage ("bleeding") in a 34-year-old female patient who had essure (batch no. 013376) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device malfunction "malfunction of essure iud". The patient's concurrent conditions included overweight, migraine, headache and weight gain. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) from (B)(6) 2017 for pelvic pain female and genital bleeding as well as ethinylestradiol;norethisterone acetate (loestrin). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("excessive pain/ pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menstruation irregular ("irregular menstruation"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), headache ("headaches"), migraine ("migraine") and alopecia ("hair loss"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss (specify which one) gain"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pain ("pain"), perineal pain ("perineal pain"), menometrorrhagia ("menometrorrhagia"), nausea ("nausea") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, perforation, dysmenorrhoea, perineal pain, menstruation irregular, menometrorrhagia, urinary tract infection, urinary tract disorder, bladder disorder, headache, migraine, nausea, dyspareunia and weight increased outcome was unknown, the genital haemorrhage, pelvic pain, pain, menorrhagia, vaginal haemorrhage and abdominal pain lower had resolved and the fatigue and alopecia was resolving. The reporter considered abdominal pain lower, alopecia, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menometrorrhagia, menorrhagia, menstruation irregular, migraine, nausea, pain, pelvic pain, perforation, perineal pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure was placed on right side with 5 coils projecting on the right side and 4 coils projecting on left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Complete bilateral tubal obstruction. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: "pelvic pain, dysmenorrhea (cramping), perineal pain, irregular menstruation, menometrorrhagia, menorrhagia, malfunction of essure iud". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2019: plaintiff fact sheet and medical record was received. Lot number was added. Events added from pfs- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), perineal pain, irregular menstruation, menometrorrhagia, malfunction of essure iud, urinary tract infection, bladder problem, urinary tract disorder, migraine, headaches, nausea, dyspareunia (painful sexual intercourse), fatigue, weight gain, hair loss, lower abdomen pain". Reporter information, medical history,concomitant drug, lab data, weight, height, events onset date, events outcome was added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), fallopian tube perforation ("perforation of organs") and genital haemorrhage ("bleeding") in a 34-year-old female patient who had essure (batch no. 013376-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device malfunction "malfunction of essure iud". The patient's concurrent conditions included overweight, migraine, headache and weight gain. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) from (B)(6) 2016 to (B)(6) 2017 for pelvic pain female and genital bleeding as well as ethinylestradiol;norethisterone acetate (loestrin). On (B)(6) 2016, the patient had essure inserted. In february 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("excessive pain/ pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menstruation irregular ("irregular menstruation"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), headache ("headaches"), migraine ("migraine") and alopecia ("hair loss"). In march 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss (specify which one) gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), perineal pain ("perineal pain"), menometrorrhagia ("menometrorrhagia"), nausea ("nausea") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, fallopian tube perforation, dysmenorrhoea, perineal pain, menstruation irregular, menometrorrhagia, urinary tract infection, headache, migraine, nausea, dyspareunia and weight increased outcome was unknown, the genital haemorrhage, pelvic pain, menorrhagia, vaginal haemorrhage and abdominal pain lower had resolved and the fatigue and alopecia was resolving. The reporter considered abdominal pain lower, alopecia, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menometrorrhagia, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, perineal pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure was placed on right side with 5 coils projecting on the right side and 4 coils projecting on left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Complete bilateral tubal obstruction. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: "pelvic pain, dysmenorrhea (cramping), perineal pain, irregular menstruation, menometrorrhagia, menorrhagia, malfunction of essure iud". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: ¿update of information (batch is invalid)¿. After internal review, event perforation was updated to fallopian tube perforation since salpingectomy was reported as treatment; events urinary tract disorder and bladder disorder were clubbed with more specific urinary tract infection; event pain was clubbed with pelvic pain. No valid lot number or device sample was received in this case. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.